Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the pump replacement occurred (B)(6)2018 due to reports of the pump septum leaking. The pump was in pathology and would be returned to the manufacturer. The hcp used a 22 gauge 9 cm spinal needle for their refills rather than a manufacturer refill kit. The rep reviewed with the hcp that a non-coring needle needed to be used. The hcp used those needles with all their patients and never had a problem except twice with this patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient ¿vaso vagalled¿ after the pump refill. Per the healthcare provider it also happened at prior refill also. The patient was scheduled for pump replacement on (B)(6) 2018. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed miscellaneous overinfusion-undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative that reported at the patient¿s prior refill it was not a vasovagal episode but a pocket fill during the refill due to what the physician felt was a defective septum. The patient¿s prior refill dates were (B)(6)2017, (B)(6)2018, and (B)(6)2018 and the physician stated he had an issue with 2/3 refills, (B)(6) refill was ok. The physician stated that on the day of the replacement, the septum was defective as he uses x-ray to do his refills using a spinal needle 22 gauge and does not use a non-coring needle. Per the physician it happened 2 out of the 3 refills and the patient actually had swelling to the pump site at the time consistent with drug leaking into pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. On receipt, pump interrogation indicated the pump was last delivering morphine sulfate (10.0 mg/ml at 1.502 mg/day). Corrected information ¿ device code (B)(4) are not applicable for this event. Corrected information ¿ recall z-1060-2011 is not applicable for this event. If information is provided in the future, a supplemental report will be issued.